Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 350-360 mg/dl. Correction boluses via the pump and manual insulin injections were used to address bg. Reportedly, the infusion sets were changed to address the issue. The customer also reported that the insulin vial they used looked "cloudy" although it was not expired. The customer discarded that vial of insulin and replaced it with a new vial of humalog insulin. Additionally, the pump supplies were in use for more than 2 days with humalog insulin and re-loaded previously used cartridges with used insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy.